Event description:
It was reported, the patient was in the hospital waiting to have an MRI of his lower back. The patient was not sure if it was related to his device at this point. It was noted, there was an infection and he had a lot of lower back pain since three days prior. The hospital was not going to let him have an MRI but it was determined that the patient was full body MRI eligible. Additional information received four days later reported, the infection was at the stimulator site. The patient¿s symptoms were increased pain, fever, and drainage at the incision site. It was noted it resulted in in-patient or prolonged hospitalization. Additional information received five days later reported perioperative antibiotics were administered. The date of onset/diagnosis of infection was (B)(6) 2014. The primary location of the infection was the lead track. The patient was administered intravenous and oral antibiotics and his entire system was explanted. The patient outcome was listed as ongoing. Additional information received the next day reported the patient had a new system implanted.

Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).